Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up examination. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Far r oversensing was noted via the electrogram. No device intervention or patient symptoms were reported.